Event description:
On (B)(6) 2009, this patient underwent a procedure using two gore tag thoracic endoprosthesis to treat a thoracic aneurysm. Tg3420/06550693 was first implanted proximally, and then tg3715/06490729 was implanted distally. The length of the distal landing zone was about 20mm. The distal neck angulation was 125 degrees. The aneurysm was 76mm. It was reported that upon deployment, the tag device moved proximally approximately 1.5cm. On (B)(6) 2009, computed tomography imaging showed a distal type 1 endoleak. On (B)(6) 2009, a tg3710/04889003 was implanted to repair the distal type 1 endoleak. On (B)(6) 2010, 6 month follow up computed tomography showed no endoleak. Please note: this report is on the tg3715/06490729 implanted on (B)(6) 2009.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the instructions for use, key anatomic elements that may affect successful exclusion of the aneurysm include severe neck angulation. As reported, neck angulation was 125 degrees.